Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (55 percent stenosis degree) in the moderately tortuous part of the mid rca. Due to the length of the vessel and tortuosity early in the vessel, pre-dilatation and stent delivery was performed via a guideliner. The lesion was pre-dilated with good outcome. When advancing the orsiro mission resistance was noted, and it would not advance. The stent was removed, and examination showed lifting of the proximal struts of the stent. Subsequently, a competitor's stent was implanted to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is severely deformed at its distal end and in its center. Several stent struts are bent outwards and are elongated. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.